Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was going to have a deep brain stimulator (dbs) pocket revision. It was noted the battery was in the right chest and the patient had another manufacturer¿s device in the left chest.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported the cause of the pocket revision was erosion in the right chest. It was noted impedances were normal before revision and all were normal after the revision. During the revision, the extensions were disconnected from the battery and the battery was moved to the right axillary area. It was stated the extensions were reconnected to the battery and a gram stain was obtained and the cultures were sent. It was noted the patient received effective therapy. It was further reported the results of the cultures were unknown.